Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. The surgeon reports axial misalignment. It was "corrected" and the lens rotated again.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vticm5_13.2 -4.5/+5.0/079 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 and (B)(6) 2021 the lens was repositioned due to axial misalignment and rotation but problem was not resolved. The lens was explanted on (B)(6) 2022 and replaced with longer lens and problem was resolved. "Lens size is not a problem. A little astigmatism remains. Considering whether to recorrect the axis or get lasik." The cause of the event was not reported. H6 - work order search: no similar complaint was reported for units within the same lot. Claim# (B)(4).